Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
During a shunt case, a valve which was about to be used in the case seemed blocked. The hcp tried several times to pass saline solution through the shunt but it didn't work, thus, they used another one.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. No root cause could be determined since no sample was returned for evaluation. Review of the history device records was not possible as the lot number is unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.